Manufacturer narrative:
We, the manufacturer of the device, and our us importer were unable to investigate any further due to the fact that the report mw5101110 did not contained any information about the actual device involved in the event nor any information about where the event took place. Moreover the mw5101110 did not report any information of the patient such as name, address, mail address, phone or any other useful information to reach her. Based on that and the fact that any further investigation resulted impossible. That said, no conclusion has been possible to be made. No remedial action required - investigation on the event resulted impossible, based on the available information. Anyway, in case of new information will be made available for this case a follow-up to this report will be submitted in a timely manner. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
On may the 18th , 2021, el.en. Electronic engineering spa became aware of an adverse event, reported by us importer, (B)(4), that received a communication from the FDA, concerning an adverse event happened to a patient recorded on the medwatch system. The patient reported to the FDA (medwatch report #mw5101110), on (B)(6) 2021 an adverse event happened to her, following monalisa touch treatment performed in date (B)(6) 2021. The actual medical device involved in this event was not identified by the patient in the medwatch report. Moreover the patient supplied her generalities and contact information on the mw5101110 report. The patient reported to have received a firs procedure in (B)(6) 2020 and a week later started to have severe pain with urination, a painful urge to urinate that did not go away and severe pain in the vulva area. Prior to see her gynecologist the patient seek the attention of her primary physician who prescribed her with antibiotics and anti-fungal cream which had no effect on her. Following this first visit the physician diagnosed the patient with lichen sclerosus and prescribed her with clobetasol propionate to treat it. The patient than seek the attention of a uro-gynecologist for the pain in the urethra and prescribed her with myrbetric, 25 mg per day. The patient also seen a pelvic floor physical therapist. A biopsy of the vulvar tissue has been performed that resulted in a benign form. As per mayo clinic definitions "the cause of lichen sclerosus is unknown. An overactive immune system or an imbalance of the hormones may play a role. Previous skin damage at a particular site on your skin may increase the likelihood of lichen sclerosus at that location". The patient now suffer of painful urinary retention and painful intercourse.. The patient did not report any information relative to the device involved in the event. Anyway the only two devices that can perform the monalisa touch treatment are the smartxide2 and smartxide touch and both are manufactured by el.en. Electronic engineering spa and marketed in the united states with 510(k) number k133895. We, the manufacturer of the device, requested the cooperation of our us importer (B)(4) located in (B)(4) us, for the investigation on this case. (B)(4) informed the manufacturer in date may the 18th, 2021 that they have already started their investigation. (B)(4) also represents us distributor and service center for el.en. Electronic engineering spa medical devices. (B)(4). Evaluated the event as reportable because they assumed the lesions to be a serious injury (on the side of caution) and submitted its own MDR report #MDR-1222993-2021-00017 in date june the 11th, 2021 as importer of the device.